Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, no image was displayed on the monitor and only lines were showing due to faulty receptacle unit. In addition, scratches and dents were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard inspection of a customer returned video system center no image on the monitor was noted. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced. It was estimated that a communication failure occurred due to a failure of the receptacle unit and the image was no longer displayed. The cause of the failure of the receptacle unit could not be estimated. Olympus will continue to monitor field performance for this device.